Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the potential lot numbers distributed to the facility were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2012, the physician made a comment to the materials management personnel at the medical facility stating that the forceps are dangerous. No other information was provided. Several attempts were made by both the cook area representative and the materials management personnel to collect additional details regarding this comment, but no other information was provided. A request for information was sent in writing to the physician. On (B)(6) 2012, we received a letter from the physician dated (B)(6) 2012. The following information was provided: "I do not have a specific patient complaint. The report provided to administration was a consensus of the physicians performing endoscopies at white river medical center. In summary, this device has potential for large mucosa and possible submucosa bites. The aggressive nature of the biopsy bites was concerning for possible full-thickness injury. The questions that you ask, I can only respond to from my personal use of the cook captura serrated forceps with spike device. Biopsies are successful. The endoscope was not torqued or retroflexed during the procedure. No portion of the device detached. There was no adverse outcome. Patients taking anticoagulations are not biopsied at our facility and the exact location of the biopsy site is every location in which biopsies are taken, there is potential for large bites for large aggressive bites." A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.